Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-00160, 3006705815-2021-00162. It was reported the patient stopped using and charging the device about 2 years ago due to ineffective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention is planned to address the issue.